Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported problem. The visual inspection found no physical damage. The power on self-test was successfully completed. The one hour therapy was completed without error or alarm. The device passed all check and calibration tests successfully. The device was serviced more than one year ago; therefore, the service history review will not be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of the device history record was performed which did not reveal any issues related to the reported issue of patient passing away. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performed therapy with a homechoice device (hc) passed away. Prior to death, the pt was admitted to the hospital. The same day the pt passed away. The cause of death was unknown. It was unknown if the pt was performing therapy on the homechoice (hc) at the time of death. It was unknown if an autopsy was performed. Additional information was requested but was not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.